Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had a resistance of greater than 3000 ohms with a ventricular threshold of 7.5 v at 1.0 ms. A lead revision was planned. However, the physician was unable to get access and opted to replace the generator with thoughts of having a lead extraction later. No adverse patient events were reported. Should additional information become available, this file will be updated.